Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer had to use extreme force for the button to respond to presses. Customer¿s blood glucose ranged from 133-134 mg/dl. Customer continued using current pump for insulin therapy.